Event description:
Information was received indicating that a smiths cadd infusion pump displayed an error that there was a disposable clamp with no loose connections to report. The device will be replaced to resolve the issue. There was no reported injury to the patient and the reported issue did not add to clinical or physical injury.

Manufacturer narrative:
Additional information: age or date of birth, sex, date of event, brand name, model #, serial #, expiration date, catalog #, lot #, other #, UDI #. , device manufacture date.